Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: turgut, a. Et al (2014) can intertrochanteric femur fractures be nailed properly in lateral decubitus position without traction table: retrospective analysis of 207 patients. Hip int 2014; 24(5): 491-553. Turkey. This report is for unknown pfn-a, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Abstract received: this report is being filed after the subsequent review of the following literature abstract: turgut, a. Et al (2014) can intertrochanteric femur fractures be nailed properly in lateral decubitus position without traction table: retrospective analysis of 207 patients. Hip int 2014; 24(5): 491-553. Turkey. Two hundred and seven patients were enrolled in a study which included 81 males and 126 females. The mean age at the time of operation was 75 (range 22-95 years). Cut-out complication occured in nine patients who were treated with proximal femoral nail antirotation (pfn-a) as a fixing device. This is report 1 of 1 for (B)(4). This report is for an unknown pfna and refers to cut-out complication occurring in nine patients.